Event description:
During index procedure the patient had 2 endeavor sprint rapid exchange (rx) drug eluting stents implanted to the cx. Approximately 6 monhts post index procedure the patient suffered a mi. Patient death occurred on same day as mi. Cause of death cardiac arrest. Investigator has indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (mi/death).